Event description:
The dentist reported that after 4 months that the dental implant was installed in patient's maxile it was verified its non osseointegration. Patient presented low bone quality (bone type IV) and deficient ora hygiene.